Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of (unchanged) mitral regurgitation (mr) and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Base on the information reviewed, the patient effect of tissue damage appears to be related to procedural conditions and the unchanged mr was likely a secondary effect of the perforation in the anterior leaflet. There is no indication of a product quality issue with respect to manufacture, design or labeling. The mitraclip referenced in part sequence 1 is filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet perforation from the implanted mitraclip. It was reported that this was a mitraclip procedure to treat grade 3 functional mitral regurgitation (mr). The first mitraclip was implanted but mr was not reduced. Another mitraclip was advanced to the valve, but it was not implanted because mr increased to grade 4 when the valve was grasped. The grasp was released and the undeployed clip delivery system was removed from the anatomy. The implanted mitraclip was suspected to have caused a perforation in the anterior leaflet when the patient moved during the procedure, despite the anesthesia (it was suspected that the anesthesia dose was not sufficient during the procedure). The procedure was completed with an unchanged mr grade of 3. There was no additional information provided.